Event description:
The customer reported an uncontained leak from the coulter lh 500 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found a leak at pinch valve (pv49). The fse replaced all the tubing at pv49 which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).